Manufacturer narrative:
D2b: pro code (product code) - itx, obj.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the auto pullback with the permanent sled, the catheter became stuck to the wire. The physician removed both the catheter and the wire together as a unit. The wire was severely damaged. The procedure was completed using an alternate method. There were no patient complications.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the auto pullback with the permanent sled, the catheter became stuck to the wire. The physician removed both the catheter and the wire together as a unit. The wire was severely damaged. The procedure was completed using an alternate method. There were no patient complications.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj. The device was returned for analysis. Visual and microscopic inspection revealed that sheath, the telescope and the tip were kinked. The guidewire exit port was ripped.